Event description:
Reporter indicated a vns therapy programming computer was freezing on the interrogation screen. Troubleshooting temporarily resolved the issue. Good faith attempts to obtain additional information have been unsuccessful to date.